Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated the pump rebooted to the verify screen without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/13/2013. Device evaluation: the device has been returned and evaluated by product analysis on 11/01/2013 with the following findings: there was no damage observed to the battery cap or battery compartment. The battery cap was able to attach securely to the pump. The pump powered on normally with no alarms and was exercised for 24 hrs with no power issues or alarms. The battery cap contact height and width met specifications. The pump was opened and no damage was observed to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.